Event description:
Customer reports the needle sticks out of the cap on the softclix lancet. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.